Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon deflation failure occurred. The 70% target lesion was located in non-tortuous and moderately calcified vessel below the knee. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. During procedure, the balloon was inflated at 12 atmospheres for 2 minutes. However, upon withdrawal, the balloon was still inflated despite of negative pressure was applied. After about 2 minutes of vigorous pull, the device was removed from the patient intact while still inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.